Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer's glucose reading was 541mg/dl. It was stated that the doctor requested assistance with the carelink reports to provide more info to the (B)(6) office. It was stated that the doctor was concerned about the rewind and priming event occurred on (B)(6) 2011 and wants to know if it is something that the insulin pump can trigger on its own. Explained the caller that the rewind and fill cannula sequence needs to have a user input. Advised the caller the importance of keeping a functioning battery in the insulin pump when returning it. No further info was provided.